Manufacturer narrative:
Additional information added to h6 and h11. H11: the actual device was not available, however, two photographs of the sample were provided for evaluation. A review of the photos showed damage to the large blue pull ring cap and the beige patient connector. The reported condition was verified. The direct cause was determined to be manufacturing related. The cause of the condition was determined to be due to the flow wrap pouching equipment attempting to seal during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connector of the homechoice cassette was broken. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.